Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
The iab failed. This was the only info at the time of the report. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - rpt'd 3/5/97. Pt current status: unk - rpt'd 3/5/97.